Event description:
It was reported that after cleaning at the user facility, the tip of the device was coated with an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of an unknown substance on the device with was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported leak. The presence of fluid in a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that after cleaning at the user facility, the tip of the device was coated with an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.